Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Per the clinical details provided, the root cause of the access site bleeding issue was use related to improper technique.

Event description:
The user facility reported a 56-year-old male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the team noted an access site bleed. The bleed prompted the team to visit the or for a repair. The artery was repaired and the jackson pratt drain was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿